Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery after an ablation procedure using an 8f sheath. Reportedly, the proglide was deployed and could not be removed. Echo-guided imaging was taken and did not show a foot retraction issue. The device was removed surgically. Surgical suturing was used to achieve hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported entrapment could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.